Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for charge time limit had reached. Testing was performed and it was identified that the second step of charging failed. It was suggested that the device be explanted and replaced the nurse would provide the information to the patient's following physician to discuss options with the patient. The patient was in stable condition. No further information was reported.